Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Hold tn 8.18 it was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2023, a few hours before the event, the blood sampling and infusion could be performed, however, after that the catheter was occluded. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of an occluded catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were evident throughout the sample. Microscopic inspection of the sample did not reveal any evidence of device occlusion. The valve appeared well-formed. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The effort required to flush and aspirate the sample was comparable to that required for a similar, non-complainant device. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2023, a few hours before the event, the blood sampling and infusion could be performed, however, after that the catheter was occluded. There was no reported patient injury.